Event description:
It was reported that the left ventricular lead had high thresholds. The lead was capped and replaced. The right ventricular lead also had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2006; a 694965 lead, implanted: (B)(6) 2006. (B)(4).